Manufacturer narrative:
(B)(4). Investigation summary:"the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The surgeon notes the reamers were dull making reaming of the acetabulum difficult. No reported surgical delay or patient consequences.